Manufacturer narrative:
(B)(4).

Event description:
The patient initially reported a needle retraction failure that occurred at the time of insertion and resulted in tearing the skin and scarring. Medical safety spoke with the patient by phone on (B)(6) 2020. The patient stated that the scarring he previously reported was not permanent. The area had fully healed, and the discoloration had faded after about a week. He has had no further issues since then. No other details were documented. There was no report of medical intervention. Per medical review, based on the new information, this file is no longer an adverse event as the scarring was temporary and did not cause permanent damage to a body structure. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number: mw5091501.

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a needle retraction issue was reported. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the needle did not retract, and the applicator did not release its sensor. They indicated that this issue resulted in tearing the skin that caused scaring. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.